Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury in the initial report section b5 was not updated, the correct b5 should be - the manufacturer received voluntary medwatch (mw5103319) .the patient has alleged black particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation on both sides of the blower box. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found an unknown contamination on the bottom of the inside of the humidifier. The device's downloaded event log was reviewed by the manufacturer and found no errors logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes an unknown contamination on the bottom of the inside of the humidifier.inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.